Event description:
The following was reported by the attorney for the pt: on (B)(6) 2005--pt underwent a surgical procedure to repair a ventral hernia with a ventralex hernia patch. On (B)(6) 2010-- patient underwent an exploratory laparotomy. During the procedure and at or near the site of the previously placed hernia patch, a section of the small bowel was found to be firmly adhered to the abdominal wall. As the bowel was separated from the abdominal wall, the hernia patch was found to have separated from the abdominal wall, wrinkled into a ball and fistulized into the intestines. Pt then underwent a small bowel resection with end-to-end anastomosis to repair a small mesenteric defect.

Manufacturer narrative:
A DHR review has been conducted. All paperwork appeared complete and accurate. No manufacturing issues were identified which would cause or contribute to the reported event. According to the medical record review the pt has had numerous abdominal surgeries. We have contacted the initial reporter to request if there is any additional information and to request return of the device for evaluation. This MDR includes all pt, event and device information davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the reported event. No product has been returned and no conclusion can be drawn at this time.